Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and the teflon pad was inspected and found it charred and burned, exposing metal. The device failed the probe check and a e509 ultrasonic error was displayed on the generator. The distal end of the device was inspected under a microscope and found no visual damage to the probe unit. The most likely cause for such damage is due to mishandling of the device by the user. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad and the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
Olympus was informed that during a laparoscopic cholecystectomy procedure, the handpiece burnt causing smoke plume. There was a metal to metal contact at the tip of the device. A probe damage error was displayed on the generator. No device fragment fell inside the patient. There was a one minute short delay, while switching the devices to continue the procedure. There was no medical or surgical intervention needed. The surgery room did not need to be evacuated. The intended procedure was completed using another sonicbeat device. No patient injury was reported.